Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump will not turn on and already replace the battery. The customer stated the contacts on the battery cap are damaged. The customer reported that blood glucose has been in less than 200mg/dl. The customer reports the drive support cap appeared normal (slightly indented).further troubleshooting was not possible. The customer will be sent a battery cap. The insulin pump will not be returned for analysis.